Event description:
The iab was inserted into the pt on 5/30/97 at 7:15 p.m. Poor augmentation was noted on 5/30/97 at 8:00 p.m. And the iab was removed on 6/1/97 at 11:30 a.m. No second was inserted. On 6/23/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: none from the event - reported 6/19/97. Pt's current status: discharged-rpt'd 6/19/97.